Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer registered as failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the hardware had failed. The field service engineer (fse) removed drawer 3, which was having an issue, and found the inseparable broken. The inseparable was replaced with a new part, and the drawer was reassembled. The drawer then passed testing in the hardware test application and was confirmed to be fully functional. The system functioned as intended after the field service engineer repaired the device.